Event description:
It was reported that during an acl all-inside surgery the handles did break off while tightening. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional info: b5, g3. Corrected info: d4 batch.

Event description:
Update dw 13-may-2025: further information was provided that the initial lot number was incorrect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event is confirmed. The visual evaluation of the received ar-1588h, batch 37622029 revealed several cracks all over the device (see evaluation pictures 2 - 5). The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing / tightening / tensioning.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-1588h, batch 37622029 was received. Visual evaluation revealed several cracks all over the device. The reported event is confirmed. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing / tightening / tensioning.